Event description:
The complaint/event involved a transpac® IV monitoring kit, 84", disposable transducer, 3 ml squeeze flush, macrodrip. The reporter stated that drip chamber was leaking, when the device was actively being used for monitoring a patient's central venous pressure (cvp) on a central line. Patient care was delayed while staff swapped out the device. There was no report of any human harm associated with this complaint/event.

Manufacturer narrative:
The following was provided by the customer for complaint investigation: -one used partial list #425850405, transpac® IV monitoring kit, 84", disposable transducer, 3 ml squeeze flush, macrodrip; lot #13637041 the reported complaint of leakage was confirmed on the returned set. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, a channel leak was observed between the pvc tubing and the drip chamber. The tubing and the luer tubing pocket was microscopically examined and insufficient solvent coverage was observed on the pvc tubing. The probable cause of the leakage had occurred due to insufficient solvent coverage between the pvc tubing and the drip chamber luer during manufacturing assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.